Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with tip protector in a zip top bag was received for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Front housing o-ring is in intact. Top o-ring has outer diameter damage. Bottom o-ring has outer diameter damage. Spacer was broken when removed from engine. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and broken spacer and cannot be ruled out for the cutting problem as reported. The returned sample functionally met specifications: however, a non-conformance was completed for the damage observed on the o-ring and a non-conformance record was initiated to trend the defect of broken spacer. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that poor cutting function during the vitrectomy surgery. The problem arose from the beginning of the cutting procedure and the cutting speed was ten thousand cuts per minute, but the vitrectomy did not meet the requirement. The aspiration condition was unknown. The surgery was completed on the same day but replacement details were unknown. There was contact with the patient and but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.